Event description:
It was reported that during a rectum procedure, the device became stuck on the tissue after firing causing an anterior, lateral tear to the anastomosis. A temporary colostomy was performed and the tear was repaired laparoscopically using sutures. A colostomy reversal surgery will be scheduled at a later date. The device was discarded. Requested the following information on 8/5/2009: how was the device removed? Were there any issues during the firing of the device? If so, please explain. What was the pt's pre-op diagnosis? What was the quality of the tissue in the area where the device was fired? Has the colostomy reversal been scheduled? What is the pt's age, sex and weight? What is the current status of the pt? Received the following info on 8/13/2009: device removed per IFU. No issues during firing, only upon removal after device was fired. Pre-op diagnosis unknown. Tissue was healthy at the site of the anastamosis. Colostomy reversal has not been scheduled yet. Age, sex, weight unknown (have asked for this info, but have not received it). Pt is currently stable.

Manufacturer narrative:
Information is unavailable; device was not returned for eval. Eval summary - the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.